Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels. The customer's blood glucose level at the time of incident was 349mg/dl. The customer states their levels had been between the 400mg/dl and 500mg/dl. The customer states they did not have a lot of training on the pump. The customer was advised on how to calculate carbs. The customer declined to troubleshoot.